Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's treatment there were alarms indicating slow drain and air detected in the cassette during drain 1. The treatment was cancelled and there was fluid found on the external cassette. Multiple attempts were made to gather missing details, but no data was provided. The patient was advised to try and use the cycler the following day. The set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during the patient's treatment there were alarms indicating slow drain and air detected in the cassette during drain 1. The treatment was cancelled and there was fluid found on the external cassette. Multiple attempts were made to gather missing details, but no data was provided. The patient was advised to try and use the cycler the following day. The set is not available to return for investigation.